Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while firing on antrum, there was an incomplete staple line distally and poor staple formation using two reloads. A third reload was used to resolve the issue and complete the procedure. There was no patient injury.